Event description:
The user facility reported a 1" clot was returned to a donor during the second return cycle of a double red cell procedure. When the procedure was initiated, according to the reporter, the instrument indicated a flow issue, noted by the change in the intelligent flow control, (ifc). The venipuncture site was manipulated and the first return was decreased to 20ml. The second draw was uneventful; therefore, the second return was increased to 30ml. As the second return was initiated, a blood clot was noted visually at the y-junction just before the fistula. The operator was not able to stop the instrument before the clot was returned to the donor. The donor reported he could "feel" the clot being returned; however, the donor did not experience any adverse effects or signs or symptoms of distress. The facility medical director was not available to assess the donor; therefore, the donor was transported to a medical facility for observation. No adverse effects were reported with the donor. No additional information was received from the user facility regarding the donor outcome.

Manufacturer narrative:
The disposable was visually and functionally tested. A root cause could not be identified related to the manufacturing process for the disposable. The instrument was tested. A review of the electronic log files confirmed all safety systems functioned as expected. Testing of the instrument indicated that all safety systems passed on the instrument. The event has been reviewed and determined to be an isolated event. Intelligent flow control, (ifc) automatically responds to low flow rate issues that may occur during the draw phase of a procedure. If the donor's vein appears to be unable to maintain the programmed draw rate, ifc temporarily halts the draw, and may increase the pressure cuff or decrease the draw rate. These steps are repeated until the problem is resolved. The adverse effects section of the operator's manual indicates that improper operating conditions may cause complications such as blood loss, hemolysis, air embolism, and blood clotting. (B)(4).